Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead had dislodged. An invasive procedure was performed. The lead was explanted and replaced with another manufacturer's defibrillation lead. Additionally, a health care professional (hcp) contacted boston scientific technical services (ts) to inquire about programming options. No additional adverse patient effects were reported.